Event description:
It was reported that the balloon was found to have ruptured during preparation according to the usual procedure. Another product of the same model was opened, and the procedure was completed successfully. No patient injury was reported.

Manufacturer narrative:
The device was not returned for investigation. Therefore, the exact root cause of the reported issue could not be conclusively determined. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. We have not received any other complaints of a similar nature for devices from this lot. Due to reports of similar issues for this product, CAPA 2024-005 has previously been opened to further investigate and address the issue.